Event description:
While using this device on a recent emergency call the pt was shocked two times properly (cardiac arrest) but as they found out later, from other recording devices, the machine erroneously told the ems tech that the heart rhythm of the pt was such that an add'l third and fourth shocks were needed and were administered. It turns out that the machine was wrong. Other heart rhythm recording devices revealed the pt's heart rhythm had reverted back to normal. The add'l shocks may have caused damage, possible permanent, to the pt or to other organs although no such damage has been found yet.